Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a syncopal event. The right ventricular (rv) lead exhibited short v-v intervals and non-sustained ventricular tachycardia (vt) with oversensing. It was unknown if the syncopal event was related to oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.